Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional information: the file states the use of "duet" as viscoelastic, which is not qualifies to be used with the associated iol/cartridge combination. Additional observations were as follows: the lens was returned in a (d) cartridge. Viscoelastic is observed in the device. The lens is advanced to the nozzle entry area. The lens and haptic positions are acceptable. No damage or problem observed. The cartridge has evidence it was placed into a handpiece. No cartridge damage observed. No root cause identified as no damage was observed to the iol or the cartridge. The lens and haptic positions are acceptable. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was defective, noticed prior to the procedure when they loaded it in the inserter. There was no patient contact, the procedure was completed the same day, and the product is available for return. Additional information was requested.